Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was initially reported under 1314956-2023-00004 on 17 april 2023 as corneal oedema and/or corneal ulcer in the eye. It was indicated that the patient sought treatment and unspecified medication was prescribed. In an abundance of caution, this incident was reported due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Additionally, it was unknown if the patient experienced a permanent injury or if medical interventions were required to prevent or preclude a permanent injury. Additional medical information was received on 02 may 2023. The patient was diagnosed with superficial punctate keratitis. Physician described symptoms of intense ocular irritation, photophobia, tearing and conjunctival hyperaemia when placing the lens on the left eye (os). While medications (desomedine and vitabact) were prescribed, they were not to prevent or preclude a sight threatening condition or permanent injury or impairment. The patient was seen for two follow-up visits and the incident is indicated as fully resolved with no resulting permanent injury as of 27 april 2023. Based on the information received, this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate.

Manufacturer narrative:
(H3): no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the optician to the manufacturer. It was reported that the patient experienced eye pain, redness, stinging or burning sensation in the eyes and sought medical treatment. The patient was diagnosed with corneal oedema and/or corneal ulcer and was treated with unspecified medications. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.